Manufacturer narrative:
(B)(4) - zipper teeth do not align. Evaluation: results: evaluation for the returned product shows that windows panel sides a and b zipper slider bodies are open. Note: posey instructions for use warnings: always use the zipper pull-tabs when opening or closing the zippers. Never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. Manufacturer references file # (B)(4).

Event description:
Customer reported that when an attempt is made to zip the enclosure, the teeth do not align. The damage is located on the patient's right side. There was no patient incident or injury reported.